Event description:
The customer reported a collimator iris pot error. This error disables x-ray functionality on this system. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The calibration files and nodes were reloaded, and the collimator was lubricated. The system was tested and found to be working as intended and returned to service.